Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release, lead flex cover, and battery drawer are contaminated. Upper and lower cases, both bail covers, and ring cover are broken. Both bails and ring missing.

Event description:
The external pulse generator was returned to the manufacturer for housing repair and calibration, analyzed and tested out of specification. No patient involvement or complications were reported.